Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the purge system increased within an hour, with no associated events noted by the staff. During this period, the patient underwent venous sheath removal and perclose placement without reduction of support to p2. Pfhgb value that was 30 and then increased to 670. Overnight, the critical care md attempted to reposition the device after observing low flows (2.9 at p-9), but flow did not improve. The family was planning withdrawal of care. Pump recovery will not be possible per the account. The patient subsequently expired.